Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, a system shock impedance measurement of less than 30 ohms was observed. No defibrillation threshold (dft) test was performed at that time. Two days later this patient underwent a revision procedure as the electrode tip had migrated when this patient sat up. The shock impedance was still less than 30 ohms post revision. Technical services (ts) noted this could be due to this patients body habitus and high body mass index, with a weight of greater than 300 pounds. The electrode was placed mid sternum. The physician closed this patient up and dft was performed which was successful with impedance still less than 30 ohms. Ts recommended to continue to monitor the shock impedances via latitude nxt. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.